Event description:
It was reported to philips that the device¿s c-arm was not moving. The device was in clinical use at the time of the event. No harm to the patient or user was reported. The patient's procedure was completed on another device.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a cerebral angiography. The patient was transferred to another device to complete the procedure. However, there was no harm or injury reported to philips. The customer reported this event to the national medical products administration (nmpa) that the c-arm cannot move. The customer did not request philips service for this event since the device is out of warranty. No further action was taken by philips. No information about the root cause and resolution was provided by the customer. To date, no further reports of the event have been received. The codes were updated based on the investigation outcome. The health impact and evaluation method codes were corrected.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a cerebral angiography. The patient was transferred to another device to complete the procedure. However, there was no harm or injury reported to philips. The customer reported this event to the national medical products administration (nmpa) that the c-arm cannot move. The customer did not request philips service for this event since the device is out of warranty. No further action was taken by philips. No information about the root cause and resolution was provided by the customer. To date, no further reports of the event have been received. The codes were updated based on the investigation outcome. The health impact and evaluation method codes were corrected. The 510k, catalog item identifier, common device name, FDA product code, serial number and the manufacture date have been updated.